Event description:
Approximately one year and four months post hvad implantation this patient reported that this battery changed from one power port to the other. The battery was replaced and is being returned to the manufacturer for analysis. There is no reported patient injury.

Manufacturer narrative:
The battery was replaced and is being returned to the manufacturer for evaluation. This device is used for treatment not diagnosis the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An internal investigation has been open to address this issue. Following additional regulatory authority feedback, the manufacturer is expanding the field safety corrective action (fsca) to recall certain older batteries. The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will be closely monitored to ensure that the ventricular assist device system functions as intended, and to assess the effectiveness of the fsca. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the battery met specifications; the battery passed visual inspection and functional testing and performed per specification at bench level. Although the available logs captured premature port switching, battery ((B)(4)) was not connected during any of the premature switching events; therefore the reported event for this battery was not confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. The manufacturer has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.